Event description:
Baxter reported a transfer set with a broken clamp after one month of use. Per affiliate, "the pt went back to the hosp to change to a new one after leakage noted at outport". No pt injury or medical intervention was reported per international affiliate.